Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, a review of the device history records could not be requested. Date of event: the user facility indicated (B)(6) 2016 as the event date; however, the exact date of post-operative non-union and device breakage is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility medwatch (B)(4) was received. This report will include only additionally obtained event and device details. It was reported that a patient was originally treated for a right ankle fracture on (B)(6) 2015 with the implantation of an 8-hole plate and 3.5mm locking screws. On an unknown post-operative date, the patient was diagnosed with a non-union and a varus deformity. As a result, the patient returned to the operating room on (B)(6) 2016 to undergo revision. During the procedure, the surgeon noted that three (3) of the proximal screws had broken and become loose. Those devices were removed; however, the plate and the distal screws were left in situ. Concomitant device(s) reported: 8-hole plate (part: 02.112.208 / lot: unknown / quantity: 1). This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation including was performed for the subject device (3.5mm locking screw slf-tpng w/stardrive recess 48mm, part number 212.120, lot number unknown). The subject device was received for investigation along with two additional same devices with the complaint stating that during a revision procedure for a non-union, three 3.5mm locking screws (212.120 x3) were replaced after being found to be broken and loose; the plate and remaining screws were left in place. The returned screws were examined and the complaint condition was able to be confirmed in each instance as the screws were found to be broken at the head, approximately 4mm from the proximal end ¿ calipers ca94. The 48mm long 3.5mm locking screw (212.120) is a member of the 3.5mm, self-tapping, locking screws with stardrive recess family (212.101-212.124) which is in multiple trauma technique guides including: lcp wrist fusion, 3.5mm lcp clavicle hook plates and pediatric lcp plates. Relevant drawings for the returned implants were reviewed (current revision as dates of manufacture are unknown). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No device history review was able to be completed as the lot numbers for the returned screws are unknown. No definitive root cause was able to be determined based on the complaint condition. Broken screws can be the result of any number of factors including, but not limited, postoperative trauma, poor bone quality and non-union. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.